Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The blue battery cover was disengaged from the device and the positive lead was broken off from the battery .records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported event can occur during rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a laparoscopic sleeve gastrectomy procedure. The device did not come in contact with the patient. The handle fell off while the device was being opened. Then the battery disconnected when trying to put it back in. In order to resolve the issue and complete the case, a new device was opened. There was no patient harm.